Event description:
Material # 302995. Batch # unknown. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. A ~1 mm clump of lint-like material was discovered on the black gasket of a bd 10 ml syringe while drawing up sterile water during routine compounding. The technician used multiple syringes during the process and could not determine which syringe contained the foreign material. As a result, the lot numbers for both syringe packages used during compounding are listed. The technician immediately stopped drawing up the sterile water once she noticed the foreign material and used a new vial and syringe so there was no impact to the patient. Ref #: 302995. Lot #¿s: 4088803 or 4155560.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe has an unknown greyish fiber inside the fluid path of the syringe. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 4088803 and 4155560. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.